Event description:
A report was received that the patient was having difficulty charging the ipg after a non-device related procedure wherein electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging the ipg after a non-device related procedure wherein electrocautery was used. The patient will undergo an ipg replacement. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the patient¿s ipg was working properly. The patient was able to charge successfully and will no longer undergo an ipg replacement.